Event description:
On february 8, 2020, the lay-user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter read inaccurately high compared his feelings and/or normal readings. The complaint was classified based on the customer service agent (csa) documentation. The patient reported that on (B)(6) 2020 at around 8:17 pm, he obtained what he felt was an inaccurate high blood glucose result of ¿316 mg/dl¿ with the subject meter. The patient manages his diabetes with unspecified insulin (dose not reported) and humalog insulin (1 unit as needed). In response to the elevated result, the patient claimed he took 20 plus units of unspecified insulin at 8:18 pm. The patient reported that the following day at 3:00 pm he began to feel ¿shaky¿ but denied receiving medical treatment. No other device was used for testing. At the time of troubleshooting, the csa confirmed the unit of measure was set correctly on the subject meter. The csa noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.